Event description:
The customer reported a leak from underneath the shear valves of the coulter® lh 780 hematology analyzer. The customer stated that approximately 2 milliliters of fluid leaked and was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, gown, and goggles at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered a leak through the tubing at shear valve cvl85/126. The fse proceeded to replace the tubing through the valve to resolve the leak. The fse verified the repair as per established procedures and the instrument operated without any further leaks. (B)(4).